Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 500 mg/dl. Customer stated that sensor had inaccurate readings that triggered threshold suspend alarm and insulin delivery was not suspended due to sensor glucose value. Customer declined to troubleshoot. The insulin pump will not returned for analysis.